Manufacturer narrative:
1/13/1998-supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
During an unspecified procedure, the instrument began to spark and smoke when in use. No pt injury was reported.